Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, e3, h2, h4, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis anesthesia es system showed up offline. The field service engineer tried to connect the station to a designated pyxis network port, but it failed. After connecting back to the first port, was able to make the necessary correction. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis anesthesia es system device is not communicating offline in the remote support service. A customer reported that user were not able to issue medication to patient during the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device not communicating. A field service engineer attempted to connect the station to an alternative designated pyxis network port, but was unsuccessful. However, upon reconnecting to the original port, the station was able to make the necessary correction. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis anesthesia es system device is not communicating offline in the remote support service. A customer reported that user were not able to issue medication to patient during the malfunction. There were no adverse events or injuries reported based on this event.